Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were obtained. (B)(4).

Event description:
Customer reported no reactivity with vs442 when tested in manual gel, 15 minute incubation, with a patient sample containing anti-kell. Repeat testing at 30 minutes was also negative. Reactivity (1+) was observed with a 40 minute incubation. Daily qc was acceptable.